Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was caused by code corruption triggered by unknown source. The device was tested on the bench and the results indicates normal functionality.

Event description:
It was reported that a patient presented in clinic for a follow-up. The patient's pacemaker (pm) was found in backup mode and battery was too low to interrogate device. It was discovered later that the pm also had high pacing impedance. The patient was asymptomatic. The pm was explanted. The patient was stable throughout the procedure.